Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenotic and non-calcified lesion was located in the mildly tortuous superficial femoral artery (sfa). The 5.0 x 40mm otw sterling balloon ruptured during the third inflation at 10atm's. The pressures reached on the first two inflations is unknown. The procedure was completed with a different device. No patient injury or complication were reported. The patient's condition was reported as "good".